Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their battery pack covering was coming off. Pt also stated that they lost their controller battery compartment door.  Pt stated that they spoke with a manufacturer representative (rep), about 7 months, ago regarding an issue they were having with their controller. Pt said that the rep had them reset their controller at that time. Pt said that at this time they noticed battery pack damage that they reported today. Pt reported that they had trouble charging their implant. Pt said that when they were charging the controller screen would say "excellent" and then about 15-20 seconds later the charging would stop; pt said that the controller would say "not able to charge". Had pt reset the controller. Pt said that there was no visible damage to the controller, however the battery pack covering was coming off. After reset, the controller screen displayed the "battery low", recharge your implanted device soon message (66). Pt said that their controller battery was at 90% and that their implant battery was showing orange (low). Pt said that their recharger (rtm) paddle would get "hot" when they were charging their implant. The issue was not resolved. An email was sent to the repair department to replace the recharger, battery pack and controller battery compartment door. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6). Product type recharger product ID 97745bp serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n nlf075714n) revealed that the recharge antenna had a frayed cord. Cable insulation is peeling away at donut end and wires are exposed. There was a recharge antenna failure, no device found message this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.